Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 14-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium (acinetobacter refrigeratorensis) after sampling performed on 30-jul-2019. The sampling performed on 30-jul-2019 identified 92 colony forming units(cfu) as comprising of the following 8 isolates: positive cocci - staphylococcus epidermidis. Positive cocci - staphylococcus capitus. Positive cocci - micrococcus yunnanensis/ m. Luteus. Positive cocci - exiguobacterium indicum. Negative coccobacilli - acinetobacter refrigeratorensis. Positive cocci - micrococcus luteus/ m. Luteus. Positive rods - corynebacterium glucuronolyticum. Positive cocci - staphylococcus capitis. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 23-aug-2019. The duodenoscope was inspected by pentax medical service on 27-aug-2019 and the following inspection findings were documented: middle lcb distal cover glass glue is missing. Distal cap - fixed type passed epoxy seal integrity inspection. Passed dry leak test. Passed wet leak test. Operation channel- primary mild resistance. On 12-sep-2019, a device history review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 16-feb-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-feb-2016. The video duodenoscope is currently awaiting repairs, qc final approval, and organic resampling as of 12-sep-2019.